Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain (left abdomen)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, ovarian cyst (acute), uterine fibroid (acute) and sexually transmitted disease. Concomitant products included metronidazole (flagyl) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (underwent a bilateral salpingectomy with essure removal) and surgery (underwent a bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain, dyspareunia, dysmenorrhoea, menstrual disorder, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about august 2015, patient sought medical treatment regarding for mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-feb-2016: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain lower, abdominal pain, vaginal discharge, pelvic pain, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs received. Reporter information was added. This case concerns 37 year old patient. Patient demographic was added. Her concurrent condition was added. Essure indication was amended. Concomitant medication was added. Event: pain, abnormal bleeding (menorrhagia/ vaginal) and lower abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain (left abdomen)") in a 37-year-old female patient who had essure (batch no. C59242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, ovarian cyst (acute), uterine fibroid (acute) and sexually transmitted disease. Concomitant products included metronidazole (flagyl) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (underwent a bilateral salpingectomy with essure removal) and surgery (underwent a bilateral salpingectomy with essure removal). Essure was removed on 8-feb-2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menstrual disorder, back pain, vaginal discharge, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2015, patient sought medical treatment regarding for mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-feb-2016: fallopian tubes were bilaterally occluded ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain lower, abdominal pain, vaginal discharge, pelvic pain, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received : product lot number was added. Outcome of the events were updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain (left abdomen)") in a 37-year-old female patient who had essure (batch no. C59242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, ovarian cyst (acute), uterine fibroid (acute) and sexually transmitted disease. Concomitant products included metronidazole (flagyl) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (underwent a bilateral salpingectomy with essure removal) and surgery (underwent a bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menstrual disorder, back pain, vaginal discharge, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2015, patient sought medical treatment regarding for mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain lower, abdominal pain, vaginal discharge, pelvic pain, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dyspareunia, menstrual disorder, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2015, patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.